Manufacturer narrative:
(B)(4). Concomitant medical products: ranawat/burstein shell porous, catalog#: 106056, lot#: 968600, ranawat/burstein femoral stem cement size 6,catalog#: 105806, lot#: 940860, ranawat/burstein centralizer cement size 6, catalog#: 105816, lot#: 072090. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05257. Customer has indicated that the product will not be returned, product location unknown to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision of ranawat burstein hip about 22 years post implant, due to osteolysis and massive bone loss of the acetabulum. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and should not have been reported. The initial report should be voided as it was submitted in error.